Manufacturer narrative:
Philips service reloaded the software to restore functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system lock-up prevented entry to xcelera on an azurion 7 m12. The clinical use of the system was unknown. There was no reported patient or user harm.